Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown.

Event description:
It was reported there was a double beep with no cassette during testing. There was no patient involvement or injury.

Manufacturer narrative:
H4: correction: device manufacturing date: 05-aug-2009.

Manufacturer narrative:
H4: correction: device manufacturing date: 05-aug-2009.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage. Functional testing found problem "double beep no cassette" issue was not duplicated during the investigation. Found high pressure and no disposable messages in the event history log. Recommended downstream sensor to be replaced as preventive action. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).